Event description:
It was reported that the patient was unable to start therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed out-of-range/high-impedance readings on the left lead. The device was reprogrammed to unilateral stimulation on the right side only, while a revision surgery could be scheduled. The patient was able to initiate therapy. The patient underwent revision surgery to replace the left lead. During the revision of the left lead, the right lead showed high impedance on one electrode. Both leads were removed completely, and two new leads were implanted without complicaitons.

Manufacturer narrative:
(B)(4). Other device replaced. Model: 8145 description: reactiv8 implanatable stimulation lead serial number: (B)(6). UDI#: (B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assemblies were received for analysis. The alleged out-of-range (oor) was confirmed. Visual inspection of the left lead under a lab microscope revealed rounded, fractured coil wires across all coils. Visual inspection of the right lead under a lab microscope revealed one rounded, fractured coil wire. Both leads failed functional testing due to observed fractured coils. A review of the implant images revealed issues with the implant technique. H6 updated.

Event description:
It was reported that the patient was unable to start therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed out-of-range/high-impedance readings on the left lead. The device was reprogrammed to unilateral stimulation on the right side only, while a revision surgery could be scheduled. The patient was able to initiate therapy. The patient underwent revision surgery to replace the left lead. During the revision of the left lead, the right lead showed high impedance on one electrode. Both leads were removed completely, and two new leads were implanted without complicaitons.

Manufacturer narrative:
(B)(4). Other device replaced. Model: 8145 description: reactiv8 implanatable stimulation lead serial number: (B)(6). UDI#: (B)(4).